Manufacturer narrative:
The device and lead remain in service. It was noted that since (B)(6) 2017 the pacing impedance was regularly variable between 420 and 520 ohms; sensing was variable between 3 mv and greater than 25 mv; pacing thresholds were stable at 0.5 v but it was 2.5 v in five days in (B)(6) and (B)(6). The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a remote follow-up for this pacemaker, over 200 tachy and nonsustained ventricular tachycardia (vt) episodes were observed. The episodes were stored due to noise on the non-boston scientific right ventricular (rv) lead that was very fast and of small amplitude, consistent with the minute ventilation signal. Loss of pacing was observed, with the longest period of asystole at five seconds. The patient is pacemaker dependent but has a very slow escape rate so the patient was not harmed. The device was reprogrammed to turn off the mv sensor and to decrease the sensitivity. This device was included in the recent mv sensor signal oversensing advisory population. No additional adverse patient effects were reported.